Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: ¿audio bolus button" cover is peeling and misaligned. Removed cover, white slug also found to be missing. Pump powers to "verify" screen in accordance with normal operation with the exception of a dim discolored display. Multiple "power on resets" observed in black box on (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display and a damaged audio bolus button. This report is made based on the results of an investigation completed on (B)(4) 2013.